Event description:
Same case as MFR report # 2134265-2009-03443. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, two balloon ruptures occurred. The 95% stenosed target lesion was an area of in-stent restenosis of a previously implanted non-bsc stent located in the calcified and moderately tortuous right subclavian artery. The lesion was crossed with a transcend ex guide wire and dilated with a 5.0x30mm non-bsc balloon catheter. A sterling mr 7.0 - 30 was advanced and inflated to 6 atms for "a few sec" and then the balloon was inflated to 14 atms. The balloon ruptured and was removed from the pt. A sterling mg 7.0-20 was then advanced and inflated to 6 atms for " a few sec" and then the balloon was inflated to 8 atms. The balloon also ruptured and was removed from the pt. The procedure was completed with an unspecified different device. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.